Manufacturer narrative:
The reported events of a positioning failure and a stretched helix were not confirmed. The device was returned in one piece for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted the outer helix was compressed out of specification and no anomaly was noted on the inner helix. The outer helix compression is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment and further analysis were normal with no anomalies found.

Event description:
It was reported that patient presented for right atrium leadless pacemaker (ralp) implant procedure. During the procedure, upon screw-in process the screw extended with sliding sideways. The ralp was ultimately not used and replaced with the new ralp. There were no patient consequences.

Manufacturer narrative:
Correction: first notification date corrected to (B)(6) 2025.